Event description:
Customer called to report high bgs. Bgs were treated with manual injections. Troubleshooting was performed. The insulin did not exit. Customer uses a competitor infusion set and was not willing to change the set and retest. Device was disconnected and they reverted to back up plan.